Event description:
It was reported that ventilator generated an alarm during patient use. The patient was transferred to another ventilator with no harm. It was reported that the breath delivery was not interrupted. The evaluation of the device has not been completed.

Manufacturer narrative:
A power supply was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component (transistor q11). If information is provided in the future, a supplemental report will be issued.